Event description:
Patient was revised to address poly wear and medial collapse of the tibial insert, which was causing subluxation.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). Examination of the submitted device confirmed the reported event. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient medical records were provided. Review of the supplied medical records suggests joint instability in combination with the patients regular tennis playing may have contributed to a shift in the insert and subsequent wear. IFU¿s state that it is imperative that the patient be instructed about the strength limitations of the materials used in the device and for fixations. IFU¿s caution that active sports participation or high levels of patient activity tend to impose severe loading on the affected extremity, thereby placing the patient at a higher risk for failure of the replaced joint. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.